Event description:
Reporter states when she recieves alerts on her dexcom g6 she is able to override and put on do not disturb with no issues. She switched to the dexcom g7 and had to update the app so she uninstalled and reinstalled the app. After reinstalling she noticed she no longer had the option to override and put on do not disturb. She stated" this is a safety concern for me". No adverse event reported.